Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. The root cause is unknown at this time. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges that the aquatherm iii heater did not heat water to the right temperature. As a result, a new unit was used. The alleged defect was detected during use on a patient. No report of harm or injury to patient. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the unit passed all tests. The unit heated up on minimum 44.1 ¿c, medium 85 ¿c and maximum temperature 125 ¿c setting during testing. The issue reported by the customer could not be duplicated. Based on the investigation performed, the reported complaint was not confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges that the aquatherm iii heater did not heat water to the right temperature. As a result, a new unit was used. The alleged defect was detected during use on a patient. No report of harm or injury to patient. Patient condition reported as "fine".